Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2022 during surgery using the tfn-advanced system, the surgeon was using the 6mm / 9mm cannulated stepped drill bit (03.037.022) according to correct technique and as it passed through the nail, the very tips of each of the three cutting flutes sheared off, presumably as a result of catching on the interior edge of the blade/screw hole in the nail. The screw was then inserted correctly, and the rest of the surgery finished according to correct surgical technique. The surgeon left the tiny fragments that had sheared off inside the bone of the patient. This report involves one 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).